Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the hub "fell off" the drainage catheter. As a result, the device was removed and replaced with another one. Per the initial reporter, this event occurred in 2 separate patients for approximately 3 to 4 weeks. The catheters were removed and another was placed with no harm to the patients.